Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from human patients undergoing a cardiac catheterization procedure. Customer reported hemo monitor crashed with an error hemomonitor.exe error. The site lost vitals monitoring and logs attached. (B)(4).